Event description:
It was reported that the patient faced infusion set adhesive issue on (B)(6) 2026 as infusion set came out from site. The infusion set was in use for one day.

Manufacturer narrative:
MDR 3003442380-2026-21045 / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.